Event description:
It was reported that the patient had his inflatable penile prosthesis cxr removed due to patient dissatisfaction. A new inflatable penile prosthesis cx consisting of 12cm x12mm cylinders, pump, and reservoir was implanted.